Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the plastic guard that orients the cartridge in place is corroded. Tandem customer technical support (cts) recommended that the customer lightly clean the area to address the issue, and to contact cts should the issue continue. There was no adverse effect to the customer's blood glucose level.